Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was a damaged pulse wire was broken from the solder joint in the dn. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.